Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during endoscopic paranasal sinus surgery the bur was broken, the procedure was completed with backup product(s). There was no patient impact.

Manufacturer narrative:
H3: device analysis found that the broken device and an open pouch were returned in a (double) plastic sleeve (non-original packaging). The pouch was open from 3 of 4 sides when returned. The inner shaft was broken 0.69 inches from the distal end of the inner hub to the broken point. There was a striation observed at the broken point of the inner shaft, and contamination was observed on the diamond tip. There was no damage noted to the outer tube, irrigation port, outer or the inner hub. The device failed functional testing due to damaged condition upon return and the inability to load into a handpiece. The complaint was confirmed, due to an out of specification condition. H6: initially submitted codes fdm b17, fdr c20 and img g04041 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.